Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. Customer¿s blood glucose level was 39 mg/dl at the time of incident. Customer declined troubleshooting for low blood glucose level. Customer did not mention any symptoms related to low blood glucose level. Customer was treated with some carb for low blood glucose level. Customer stated that none of the buttons of the insulin pump are responding. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to corroded keypad traces. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test due to no button response.